Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, there was difficulty connecting the disposable hand piece to the motor drive unit. The procedure was successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.